Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the programmer would not turn the ins for about the past week prior to the report. The patient clarified that the ins was on, but she was not feeling stimulation. She tried adjusting stim all the way up to 10.0, changed from group b to c and still did not feel stim. A rep stated that the intensity was up high and the patient did not feel stim. The patient could connect with the recharger so they did not think it was over discharged. They did not recall when stim stopped. A rep was meeting the patient on (B)(6) 2020 to troubleshoot. The rep was going to read the impedances and recommend a thoracic x-ray depending on the result. Additional information received from a manufacturer representative (rep). It was reported that the rep was able to meet with the patient. There were multiple electrodes with impedances over 10,000. 0, 1,2,5,7,10,11,14 and 15 were all over 10,000. At this time, the patient elected to program around the highly impeded electrodes. If she does not get adequate pain relief, she will then come back in for a x-ray and explore a revision. For now, this issue is considered resolved. No further complications were reported.